Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional testing without duplicating the report. The power accessories were not returned as part of this investigation. The ac charger was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.